Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functionally, the handle had 299 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The right green key was unresponsive. The device was able to fire without issues. A reload was attached to the device and was able to clamp and articulate without any issues. The rear handle housing was removed and no damage was found on the circuit boards or connecting flex circuits. The green key switch connections were probed at the adapter switch board connection using a multimeter. The right green key switch showed no drop in voltage when closed. A review of the system logs showed that the handle experienced an excessive firing force. When the specified load limit is reached, the powered handle will stop firing. It was reported that the device initially fired but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the handle functioning as intended. The handle exceeded the force limit of the strain gauge and caused the high firing force screen to appear on the handle as a safety measure. It was also reported that the device failed to make an expected sound. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: green key switch failure. During functional testing, a switch was found to be nonfunctional. When the corresponding key was pressed, the handle didn't respond. The most likely cause for the additional condition is a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing: release the down/fire button, and any other button or toggle that may be pressed; inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing; if continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing; if the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload; if unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, in partial pulmonary resection, the tumor was clamped with a pn catch. In an attempt to perform resection with reload, it was attached to the powered stapler and was fired. When it was thought that firing was performed until the end, the knife was collected. When the resection end was attempted to be checked, it was found that only 20mm out of the 45mm was being fired. It could be considered as an event where the firing stopped halfway. When the collected reload was checked, the clamp cover was found to be damaged since just before the stop. It was noted that there was a possibility that the powered stapler detected high excessive force on the tissue. However, in case an error message appeared that it could not be clamped any further, the firing would have stopped, and an alert sound would have been heard, but it was not heard at all. Even with shifting the tissue resistance gauge from 2 to 3, the alarm sound would have sounded, and it would seem to be different from the current version, but that sound did not sound either. The screen display when it stopped could not be confirmed, the front side of the camera has been t he tissue clamped with the anvil, and the backside was the channel, so the knife advancement condition could not be seen. A new 60mm reload was used and fired where the first firing stopped to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot #p2e0187) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown) sigpshell, sig power sigpshell control shell, (lot #unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, in partial pulmonary resection, the tumor was clamped with a pn catch. In an attempt to perform resection with reload, it was attached to the powered stapler and was fired. When it was thought that firing was performed until the end, the knife was collected. When the resection end was attempted to be checked, it was found that only 20mm out of the 45mm was being fired. It could be considered as an event where the firing stopped halfway. When the collected reload was checked, the clamp cover was found to be damaged since just before the stop. It was noted that there was a possibility that the powered stapler detected high excessive force on the tissue. However, in case an error message appeared that it could not be clamped any further, the firing would have stopped, and an alert sound would have been heard, but it was not heard at all. Even with shifting the tissue resistance gauge from 2 to 3, the alarm sound would have sounded, and it would seem to be different from the current version, but that sound did not sound either. The screen display when it stopped could not be confirmed, the front side of the camera has been t he tissue clamped with the anvil, and the backside was the channel, so the knife advancement condition could not be seen.